Event description:
The customer reported that erroneous low potassium (k) results of less than two mmol/l were generated from an au600 clinical chemistry analyzer for two patients. Actual patient data was not provided by the customer and hence the date of occurrence, number of patients involved and the actual patient results could not be confirmed. Upon repeat, the k repeat results recovered within the normal range of the chemistry. The low k results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument chemistry quality control results were within customer established specifications during the timeframe of the event. No specific patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter technical support recommended that the customer replace the ion-selective electrode roller pump tubing. The event has not recurred. The failure mode for this event was unknown.